Event description:
Pt underwent spinal fusion procedure l5-s1 on 2/28/95. On 6/13/95 he underwent a lumbar exploration with removal of instrumentation and screws with multiple cultures and biopsies. On 10/16/95 he underwent an add'l anterior procedure with bone grafts.